Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The insulin pump was received with normal operating currents and passed the a21 error, self test, displacement, rewind, basic occlusion, prime and excessive no delivery test. The motor passed the motor test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 430 mg/dl. The customer was treated for high blood glucose with bolus with pump. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 430 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was able to rewind pump completely. The customer received motor errors alarm and also no delivery during review history. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was offered to troubleshoot for no delivery but declined. Customer agreed to return pump for failure analysis.